Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose reminder. Customer alleged that the value of 63 mg/dl was entered for their blood glucose value in the pump history and customer denied entering that value. Customer's blood glucose level ranged from 323 mg/dl to 339 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review.